Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up, trouble with download) was confirmed. The monitor exhibited a flash memory failure at bga components u102 and u105 on the c/a board, causing a segmentation fault. The root cause for the flash memory failure could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on and had a trouble with download.